Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 146002: 45 items manufactured and released on 31-oct-2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Visual inspection: from the received pieces, it was possible to note in the liner a visible ovalization of the internal seat for the femoral head; the removal screw was still inside the rim, and a check with the femoral ball head was performed, confirming the ovalization of the inner liner. The femoral head shows some scratches and surface damages, potentially compatible with the presence in articulation of a small, hard object. The most relevant finding from the explants is an evident deformation of the internal liner; a possible root cause of the event can be polyethylene wear enhanced by a third body trapped in articulation, but it is difficult to determine it with certainty.

Event description:
At about 7 years after the primary, the patient came in reporting pain in the hip. Revision surgery was performed and it was discovered eccentric wear of the liner with subsequent osteolysis.